Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a nurse in-training in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, near completion of thumb advancer deployment, the clip prematurely deployed in subcutaneous tissue. The clip was removed with forceps and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.